Manufacturer narrative:
H11: internal complaint reference: case-(B)(4).

Event description:
It was reported that, before a surgery, it was noticed that one (1) rfb,control unit, dyonics 25 did not stop the water flow. The procedure was performed, without any delay, using an equivalent s+n back up. No further complications were reported.